Event description:
It was reported that the patient underwent a revision in 2005, due to the fracture of the femoral stem at the connection of the main femoral unit. Patient further reported that the devices involved were implanted during a second revision in 2004. The patient further reported that when getting into bed about 45 days prior to revision in 2005, he felt a crack and experienced severe pain and was unable to flex his knee. The patient reported that in the further revision that took place in 2005, the patient was revised with a gmrs distal femoral device. It was further reported that it was the 4mm offset adaptor that had sheared from the femoral component.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.